Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was evaluated in the emergency room due to syncopal episodes. The device was unable to be read with a consult unit. Technical services (ts) confirmed with the health care professional (hcp) that pacer spikes were present on the electrocardiogram. Troubleshooting was performed; however, the issue was not resolved. No adverse patient effects were reported. At this time, this device remains in service.